Event description:
It was reported that during a procedure to pre-dilate a moderately tortuous, moderately calcified, eccentric, 99% stenosed de novo lesion in the mid left anterior descending coronary artery (lad) using a trek 3.0x15mm balloon dilatation catheter (bdc), resistance was met on advancement but was able to cross the lesion and successfully complete predilatation. When the device was retracted, the bdc got stuck with the whisper ms guide wire in the mid lad. Reportedly the balloon was completely deflated on removal. The bdc and the guide wire were retracted into the guide catheter and removed as a single unit from the anatomy without resistance. The whisper guide wire was reported to be kinked without any separation noted on inspection outside the anatomy. The guide catheter remained in the patient. The same guiding catheter, a non-abbott guide wire and a nc trek 3.0x12mm bdc were used to complete the procedure. There were no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, whisper ms, guide cath: taiga jl4.0. The whisper ms guide wire referenced is being filed under a separate medwatch report. (B)(4) - incorrect prep. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It was reported the trek catheter was prepared for use inside of the patient anatomy. It should be noted that the preparation for use section of the trek rx coronary dilatation catheter instructions for use cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, the incorrect preparation of the device does not appear to have directly caused or contributed to the reported difficulties. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.